Event description:
Consumer claims she fell asleep while laying on a heating pad and alleges she awoke to find a burn on her back.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is an abuse of the product and a violation of the instructions and warning provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing).